Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2018. It was noted that the event was initially reported by the healthcare provider's office. The patient¿s weight was unable to be obtained from the physician's office. The explanted device would not be returned to the manufacturer; the hospital policy was to send the device to pathology. It was noted that usually the physician requests that the device gets cleaned up for him to use as a demo. It was indicated that the information provided was confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver fentanyl [15000 mcg/ml] at 1202 mcg/day, clonidine [500 mcg/ml] at 40.06 mcg/day, ketamine [2 mg/ml] at 0.60 mg/day, and morphine [20 mg/ml] at 1.6 mg/day, indicated for non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI (magnetic resonance imaging). The pump status and/or event log show a motor stall occurred, and that the stall was active. The event date was (B)(6) 2018. No patient symptoms were reported. No further complications were reported. Additional information was received from the healthcare professional (hcp) on (B)(6) 2018. It was reported that ¿the patient is in a lot of pain and on a huge dose of IV pca.¿ it was noted that this was considered a sudden change in therapy/symptoms. The caller stated that they attempted to contact the local manufacturer¿s representative (rep), but were unsuccessful. The caller spoke with the rep earlier on the morning of the call, but did not have a confirmed time for the case at that time. The caller wanted the rep¿s assistance for the case in the or (operating room) ¿in approximately an hour and 15 minutes.¿ an email was sent to the rep. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was confirmed that the patient's pump was replaced on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.